Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additonal information received from the field representative indicated that there was vegetation on the artificial valve. The results of the cultures taken came in positive for (B)(6). There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.